Manufacturer narrative:
Preliminary analysis did not confirm the reported issue.

Event description:
Reportedly, the programmer session crashed while interrogating an eno pacemaker. Preliminary analysis did not confirm the reported issue.

Event description:
Reportedly, the programmer session crashed while interrogating an eno pacemaker.

Manufacturer narrative:
Analysis synthesis: - analysis of available expertise files did not confirm the reported behavior, as no crash was observed on (B)(6) 2024. - as the reported behavior could not be confirmed, no conclusions can be drawn on this event.

Event description:
Reportedly, the programmer session crashed while interrogating an eno pacemaker.